Manufacturer narrative:
Inspected 2 opened/used enlite sensor and performed bicarbonate buffer test per specification. 1 of 2 sensors failed for high readings, 1 sensor passed with accurate readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported her sensor readings can be one hundred points off from her blood glucose level. Customer stated that one time her sensor reading was below 50 mg/dl and her insulin pump went into a threshold suspend mode. When she checked her blood glucose it was 130 mg/dl. This occurred last week and the week before. Sometimes the sensor will end prematurely. Customer was advised of proper sensor and calibration methods. She was told to call in when issue occur for troubleshooting. Nothing further reported.